Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to perform full, complete squeezes of the handle but the stapler did not fire. Another device was used to complete the case. There was no patient injury.